Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited non capture of the right ventricle. Guidant received subsequent information that a hematoma was noted at the incision site. The pocket was irrigated and the clot removed.